Event description:
The hospital reported that during an endoscopic vein procedure, the hemopro tissue welder would not cauterize during ligation. The hospital stated that the re-test was successful. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the silicon on the hot jaw was peeling. A supplemental report will be submitted when the investigation is completed. (B) (4)